Event description:
It was reported that patient's implantable cardioverter defibrillator was in backup mode after magnetic resonance imaging (MRI). The device was able to reset to normal setting by programming intervention. There were no patient consequences.